Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_prog, product type: programmer, physician. Note: the healthcare provider did not have a physician programmer. However, the lack of a programmer can be held responsible for this programming error. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative regarding a patient receiving intrathecal morphine 4 mg/ml at 1.5 mg/day. It was reported that a refill was done on (B)(6) 2016 with a concentration change, and the health care provider (hcp) did not have a physician programmer. The pump was currently programmed to deliver the old prescription: morphine 4mg/ml at 1.5mg/day or 0.375ml/day. The pump tubing and catheter volume was 0.444ml. The pump was refilled with 25mg/ml morphine. The patient was still receiving the correct dose, but in approximately 28 hours the patient may start to receive the 25mg/ml drug at which time the patient would be overdosed. No symptoms were reported. The manufacturing representative was trying to coordinate programming the pump with the modified bridge. It was later confirmed that the current programming was 4mg/ml at 1.5mg/d. The pump was refilled with 25mg/ml on (B)(6) 2016 at around 5:30pm, but the concentration was not updated, so it remained at 4mg/ml.

Manufacturer narrative:
Initial reporter was updated.

Event description:
The pump was updated that day and the patient had no further issues going forward.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.